Manufacturer narrative:
Continued: e1- phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported right side capsular contracture baker grade IV. Device remains implanted.

Event description:
Physician reported right side capsular contracture baker grade iii., pericapsular edema, homogeneous and intermediate non-nodular enhancement of fibroglandular tissue with late contrast enhancement is observed, findings compatible with silicone-induced granuloma. Device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ edema: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Healthcare professional later reported pericapsular edema, homogeneous and intermediate non-nodular enhancement of fibroglandular tissue with late contrast enhancement is observed, findings compatible with silicone-induced granuloma.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii, pericapsular edema, homogeneous and intermediate non-nodular enhancement of fibroglandular tissue with late contrast enhancement is observed, findings compatible with silicone-induced granuloma. The device has been explanted